Event description:
It was stated that the buttons on the insulin pump were not responding. Unable to access the main menu. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic and motor assemblies. Unable to verify the button anomaly due to the blank display.